Event description:
On (b)(6) 2026, a patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the Generator treatment screen temperature did not change during activation; after two attempted heat activations, the catheter was difficult to remove from the patient's vein, and the heating coil appeared displaced from the heating element. The procedure was completed using new RFA catheter and treated the patient successfully. There was no reported patient injury.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE DEVICE HAS BEEN RETURNED TO THE MANUFACTURER FOR EVALUATION. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2026, A PATIENT UNDERWENT A RADIO FREQUENCY ABLATION PROCEDURE USING THE VENCLOSE CATHETER. DURING TO THE PROCEDURE, THE GENERATOR TREATMENT SCREEN TEMPERATURE DID NOT CHANGE DURING ACTIVATION; AFTER TWO ATTEMPTED HEAT ACTIVATIONS, THE CATHETER WAS DIFFICULT TO REMOVE FROM THE PATIENT¿S VEIN, AND THE HEATING COIL APPEARED DISPLACED FROM THE HEATING ELEMENT. THE PROCEDURE WAS COMPLETED USING ANOTHER CATHETER. THERE WAS NO REPORTED PATIENT INJURY.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria.Investigation Summary: One VCRF 100cm catheter was received for evaluation. The device appeared to have residue throughout. Multiple kinks were noted throughout the catheter shaft. The kinks likely occurred due to the manner in which the device was packaged for return. therefore, kinks are considered as incidental. Uncoiling was also noted throughout the heating coils and shaft. The FEP heat shrink cover was not observed throughout the shaft as the inner wires were exposed. Burnt tissue was also noted on the distal portion of the shaft. Upon opening the handle, all wires were noted to be intact and in place. Red (TC) wire did not appear to be fully soldered at the Thermocouple Assembly. The batteries were present within the battery holders. When original batteries were removed, slight glow anomalies were noted in both battery pads. No glow anomalies were noted in both batteries. During functional testing, catheter was plugged into generator as received with original batteries and remained on the home screen (Venclose logo). New batteries were inserted into the battery holders, and the catheter was plugged into generator, and the catheter was recognized by the generator with new batteries. Further functional testing was not performed due to the condition of the complaint sample. Therefore, the investigation is inconclusive for the reported insufficient heating as the functional testing was not performed due to the condition of the complaint sample, the investigation is inconclusive for the reported difficult to remove and the investigation is determined to be confirmed for the thermal decomposition of the device. The investigation confirms the identified poor solder joint on the red signal wire. The root cause for the reported insufficient heating cannot be determined as the problem could not be tested. The root cause for the reported difficult to remove is could not be determined. The root cause for the reported thermal decomposition of the device.Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B5, D4 (Unique Identifier (UDI) #), G3, H6 (Device, Method, Result, Conclusion).Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.